Event description:
Customer stated they tried 3 pad and 2 bovie machines and they wouldn't let us use the bovie. The light stayed red. They used the same machine and a different lot number pad and it worked.

Manufacturer narrative:
Customer stated they tried 3 pad and 2 bovie machines and they wouldn't let us use the bovie. The light stayed red. They used the same machine and a different lot number pad and it worked. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.